Event description:
It was reported that four days post-op to a right colon resection procedure the patient was in pain and not feeling well and at post-op day eight patient returned to the hospital and a scan was done and ¿free air¿ was found in her abdomen. Surgeon gave a round of antibiotics and patient is currently doing fine.

Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed? Right colon resection. Could there have been any tumor invasion into the vessel? Colon was leaking gas and bile but not bleeding. Were any clips used in the area of the firing? Probably not but unknown. Was the device closed and then reopened to reposition prior to firing? Not likely but unknown. Was the device difficult to close? Surgeon did not mention. Was the device difficult to fire? Surgeon did not mention. Was the tissue retaining pin placed automatically or manually? Automatically. Can more information be provided on the shape of the staples? Surgeon did not mention. What is the current patient status? As per event description the patient is currently doing fine.